Manufacturer narrative:
A device history record (DHR) review was performed and no deviation was found. This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated competitors right ventricular (rv) lead exhibited pacing impedance measurements that were high, out-of-range at greater than 3,000 ohms. All other lead measurements were normal. This was an abrupt jump; the patient was asked if they had any fall or accident, but they did not. Data was submitted to technical services for review, to determine if a lead revision is needed or if there was further troubleshooting that could be done. Technical services reviewed the device data and confirmed the out-of-range measurement began in (B)(6) 2018. A lead malfunction or a connection issue could be the cause of the impedance observation. X-rays to show the full length of the lead and of the device header could be performed to assess the lead for damage and to ensure a proper connection. Also, testing with patient movements and isometric exercises to see if noise could be created was suggested. It was the physician's discretion on whether the entire lead should be replaced, or if a new pacing lead could be added. At this time, the system remains implanted and in service. No adverse patient effects were reported. Additional information was provided. The physician planned to replace the non-boston scientific rv lead with a df-4 connector model and would therefore explant and replace this device with a model compatible to the df-4 lead. The expected date for the procedure was not reported.

Manufacturer narrative:
Available information indicates the device and competitors lead remain implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated competitors right ventricular (rv) lead exhibited pacing impedance measurements that were high, out-of-range at greater than 3,000 ohms. All other lead measurements were normal. This was an abrupt jump; the patient was asked if they had any fall or accident, but they did not. Data was submitted to technical services for review, to determine if a lead revision is needed or if there was further troubleshooting that could be done. Technical services reviewed the device data and confirmed the out-of-range measurement began in (B)(6) 2018. A lead malfunction or a connection issue could be the cause of the impedance observation. X-rays to show the full length of the lead and of the device header could be performed to assess the lead for damage and to ensure a proper connection. Also, testing with patient movements and isometric exercises to see if noise could be created was suggested. It was the physician's discretion on whether the entire lead should be replaced, or if a new pacing lead could be added. At this time, the system remains implanted and in service. No adverse patient effects were reported.